Event description:
It was reported that when the lead was implanted it was revealed that the boot used to protect the lead was damaged and "the metal inside the boot moved." The boot had to be cut and had to be removed from the lead. The lead was still performing well. No patient symptoms/injuries/adverse events were reported. If any additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial#: unknown, product type: lead.